Event description:
It was reported that a merlin.net transmission revealed auto mode switch episodes possibly due to atrial lead noise. Low atrial lead impedance was also observed. The patient was asymptomatic. On (B)(6) 2015 the patient was brought into the clinic. Isometric testing and pocket manipulation could not reproduce the noise. The patient continued to be monitored via merlin.net. On (B)(6) 2015 the patient was seen in the clinic after receiving a patient notifier alert for low impedance. The lead was explanted and replaced. No patient symptoms were reported. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found that the insulation was abraded distal to the ring electrode. The damage found likely resulted in the reported low impedance and noise anomalies.